Manufacturer narrative:
(B)(4). Evaluation of the retured device and review of the data log confirmed the reported hardware error code on the receiver.

Event description:
Patient contacted dexcom to report hardware error icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product investigation for the receiver concluded error with the global receiver user interface board (usb) connector.